Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: complaint summary: it was reported by sales rep via complaint submission tool that during a shoulder arthroscopy when opening a 5.5 healix ti anchor w/ orthocord, its sutures were cut, inside the original packaging. It was not used in the patient. No surgical delay or patient consequences reported. Investigation summary: during visual inspection: the device was received at cq in original packaging. The original packaging was found to be opened (tapped on). After taking the device out, it was noticed the suture is cut/broken. However complaint of upon receipt: device damaged can not be confirmed since the device was received in open/tapped on package. A manufacturing investigation was done by cyril: a manufacturing investigation activity has been performed to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. There has been a closer look on the assembling and on the in-process controls. The results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the document reviewed. Based on the information provided we cannot discern a definitive root cause for the reported failure. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by sales rep via complaint submission tool that during a shoulder arthroscopy when opening a 5.5 healix ti anchor w/ orthocord, its sutures were cut, inside the original packaging. It was not used in the patient. No surgical delay or patient consequences reported. Additional information provided by the affiliate reported the case was completed with another available anchor.